Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was reported to the doctor due to headache and abdominal pain, and was given 5% gs250ml + resorcinol injection 80mg IV drip as prescribed by the doctor, which was left on the back of the left hand, with the indwelling needle batch no. 5164484. When the needle was pulled out during the IV indwelling injection process, it was found that the needle was separated from the stem, and the needle was still left in the tubing, so the operation was stopped immediately and the intact cannula was pulled out, and the patient was evaluated to have clear mental state, no obvious swelling and blood oozing from the puncture site, no complaint of pain at the puncture site, and stable vital signs (t365ºc,p38 beats/min, r20 beats/min, bp126/84 beats/min,). The patient was assessed to be in a clear state of mind, with no obvious swelling or blood oozing from the puncture site, no complaints of pain at the puncture site, and stable vital signs (t36.5ºc, p38 beats/min, r20 beats/min, bp126/84mmhg, spo2 98%). Spo2 98%), explain to the patient, calm the patient's emotions, the patient expressed understanding, check and pull out the cannula, confirm that the stump is intact, no fracture, missing, replacement of the needle and puncture site to re-puncture, the infusion process went smoothly, the patient did not complain of discomfort, reported to the doctor on duty and the head nurse, according to the process of filling out the adverse events reported! Follow-up: observe the skin condition of the puncture site of the patient, educate the patient, and inform the patient to call in case of discomfort.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: a complaint history check was unable to be performed since no lot/batch number was provided. A device history review was unable to be performed since no lot/batch number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.